Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Describe event or problem: report 1 of 3: it was reported that prior to using bd vacutainer® sst¿, one tube had no label. No adverse impact was reported regarding the patient or user. D4. Medical device lot#: 4184147. D4. Medical device expiration date: 30-jun-2025. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 02-jul-2024.

Event description:
Report 1 of 3: it was reported that prior to using bd vacutainer® sst¿, one tube had no label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6) clinic. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes had no label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary. Bd received five photos for investigation. The photos showed a tube with no label and 3 tubes with gel air bubbles. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 4094970 and 4123520, for the indicated failure mode: gel airbubbles. This complaint has been confirmed for the lot 4184147, for the indicated failure mode: missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 3. It was reported while using bd vacutainer® sst¿, an unspecified number of tubes had no label. No adverse impact was reported regarding the patient or user.